Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced battery issues with the ilet and reported recurrent low glucose at night while bionic data showed frequent hyperglycemia; the user rarely announced meals and typically selected a ¿less than¿ meal size, which limited the system¿s ability to adapt and deliver appropriate corrections. Symptoms included low glucose and high glucose. Outcomes included the need for troubleshooting and education regarding meal announcements, corrections, and a recommended factory reset, with instruction to call for setup assistance and re-education on the learning phase. Investigation included review of device data and user-reported use patterns. Investigation of this case revealed that the device was functioning as designed, and the observed glycemic variability was associated with suboptimal meal announcement behavior that impeded algorithm adaptation and correction delivery. It was concluded, based on previously established findings for similar reports, that user technique and use pattern were the most probable contributors.